Event description:
It was reported the patient experienced an epigastric hernia coincident with automated peritoneal dialysis therapy. The epigastric hernia occurred after beginning automated peritoneal dialysis therapy and it was reported that the hernia had not worsened with peritoneal dialysis therapy. The hernia was manifested by belching. The patient was not hospitalized for the event. There has been no medical intervention performed for the hernia. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date between late (B)(6) 2015, the patient experienced an epigastric hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: july 2014 was the reported manufacturing date. The device was not returned for evaluation; therefore a device analysis could not be performed. The device history revealed that this event is not related to manufacturing and does not involve a nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.